Event description:
Boston scientific crm received information that this pacemaker was an attempted implant. The caller stated that when they tried to configure egms on the screen a message was observed stating that function was disabled due to the device being in magnet mode. Therefore, the device was not implanted and was returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Detailed analysis noted the device responded to a magnet as expected at a distance of 2 inches; however, within specification is at 1 inch distance. Further testing was conducted and it was confirmed that the device reed switch was engaged, but would not release except with a small tap on the device case. This was again verified during a paced rate which would stay at 100ppm with the magnet removed until the device case was tapped. This is a known issue which has been addressed with our product performance engineering department. This issue will be re-evaluated if additional information is received.